Manufacturer narrative:
(B)(4). Product background: the autofill chamber as part of 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint autofill chamber was not returned to fisher & paykel healthcare (f&p) for evaluation as the healthcare facility discarded the device. Further information about the reported event, including if there was damage to the chamber and the nature of the damage was requested from the healthcare facility, however no response was provided. Our investigation is based on the initial information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: the customer reported that the autofill chamber had a leak. The healthcare facility did not provide further information about any damage to the subject autofill chamber. Conclusion: without the return of the subject device or further information about the reported event we are unable to confirm the malfunction or determine the cause of the reported event. Every autofill chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. Any chamber that fails this test is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt561 heated breathing tube and chamber kit state the following: - "do not use the autofill chamber if it has been dropped or been allowed to run dry as this could lead to the chamber over-filling." - "do not use the autofill chamber if the water level rises above the maximum water level line as this may lead to water entering the patient's airway." - "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." - "avoid contact with chemicals, cleaning agents, or hand sanitizers."

Event description:
A healthcare facility in taiwan reported via a fisher & paykel healthcare field representative that an autofill chamber as part of the 900pt561 heated breathing tube and chamber kit was found leaking during use. There were no reported patient consequences.

Event description:
A healthcare facility in taiwan reported via a fisher & paykel healthcare field representative that an autofill chamber as part of the 900pt561 heated breathing tube and chamber kit was found leaking during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device be returned for evaluation. We will provide a follow up report upon completion of our investigation. Product background: the autofill chamber as part of 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times.